Event description:
User facility reported that the plastic coating was pushing over metal several times during a surgery in 2005. There was another device available to complete the surgery. No patient injury or surgery delay was reported.